Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) spoke with the customer who confirmed that they were able to remove the bent scissors and insert a new one. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor (mcs) instrument was observed to be bent, movement was unable to be controlled and removed from the universal surgical manipulator (usm). The customer attempted to use the instrument release key (irk), but the instrument was still stuck, unable to be removed from the cannula, and the patient. The customer was able to undock the mcs, cannula, and the usm3 from the patient. The customer had placed the usm to the side since the mcs was stuck in the cannula and was unable to be removed. The customer was opening a new mcs and tray. The customer was continuing with the surgical procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was unable to be performed, the reported event was unable to be confirmed or replicated. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was attempting to manipulate instruments from the surgeon side console. The device was inspected prior to use with no damage. The issue was related to the inability to move the instrument at all. The instrument did not move with unintuitive/uncontrolled motion. There was no shakiness and/or friction experienced or observed. The issue was persistent. There was no instrument-to-instrument or system arm-to-arm interference. The procedure was completed with a 30-minute delay.

Event description:
Refer to h11 for follow-up information.